Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue of ¿occlusion¿ was not reproduced. A test infusion was run, and no alarms occurred. A review of the event history log revealed both upstream and downstream occlusion messages. Upstream occlusion testing was performed, and the device passed, and no issues were found with the ultrasonic sensor. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the downstream occlusions was determined to be the out of specification force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrumiq pump had an occlusion. The event occurred during an unspecified process step in the nursing station. There was no report of patient injury or medical intervention associated with this event. No additional information is available.